Event description:
Customer states: after two days use on a pt at hospital, a nurse confirmed the inflation line was broken. No pt harm confirmed.

Manufacturer narrative:
(B)(4). Pending receipt of sample for analysis. If sample is rec'd a summary of the investigation will be provided in a supplemental report. (A)nda # k090352.